Manufacturer narrative:
The pump was returned, and analysis revealed corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Event description:
Information was received from a manufacturing representative regarding a patient receiving intrathecal sufentanil. The indications for use were non-malignant pain and failed back surgery syndrome. The device was explanted due to normal end of life.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.